Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation for a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, an intellanav stablepoint open-irrigated catheter was selected for use. When the nurse opened the package, a tear on the top right corner that caused a sterility breach was observed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.